Event description:
It was reported that the patient was treated for hyperglycemia at a health clinic. The patient's blood glucose level reached 350 mg/dl. The patient's pod began leaking insulin while wearing the pod between 25 and 36 hours. They were also dealing with a viral infection and a fever at the time of the reported incident. At the health clinic, they were advised to wait 48 hours. During that time, the fever persisted, and the patient became dehydrated and experienced elevated blood glucose levels and ketones were also present. The customer's mother took them back to the health clinic, where they were treated with intravenous fluids.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported adverse event and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.